Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Due to a power fail occurrence resulting in a vent inop condition, post timer 24v failure. No patient involvement.

Manufacturer narrative:
The manufacturer's field service engineer was able to duplicate the reported problem. The customer declined philips services and repaired the unit by replacing the power supply. The device is back in service. (B)(4).

Event description:
Due to a power fail occurrence resulting in a vent inop condition, post timer 24vfailure. No patient involvement.